Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 812:05. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.